Manufacturer narrative:
Initial reporter name and address:(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported a right side "capsular contracture grade IV" with "ruptured implant". The device has been explanted, replaced, and discarded. Manufacturer of the device is unknown.